Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference : (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a navistar¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After introducing catheters inside the patient¿s heart, the physician noticed that the heart movement was not good. Patient¿s blood pressure was not compromised at any time. The ultrasound was checked, and cardiac tamponade was confirmed. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was transferred to the intensive care unit (ICU) in order to have a better tracing of the complication. Extended hospitalization was required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of a steam pop. The event occurred during diagnostic phase prior to ablation delivery.